Manufacturer narrative:
G4: 23apr2020. B4: 01may2020. The service technician replace flow sensor assembly, air and oxygen (o2) t resolve the reported issue. Completed performance verification test (pvt) and unit passed. A gds (gas delivery system) was returned for analysis. A visual inspection revealed no anomalies. An investigation was performed and the submitted unit failed due to air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
The customer reported flow sensor defective. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.